Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/ channel with the detergent solution. During inspection and testing, the reported issues (when air and water are supplied, dirt on the lens surface cannot be removed, and the lens surface is poorly drained) were not confirmed. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of clogged nozzle could not be determined. The device's instruction manual provides the following warnings which may help to detect and prevent the issue: "the operation manual chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system, inspection of the objective lens cleaning function 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified diagnostic procedure when air and water were supplied, dirt on the lens surface could not be removed, and the lens surface was poorly drained. The intended procedure was completed. Reportedly, the device was inspected prior to use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was adhered to the nozzle. This report is being submitted for the malfunction found during device evaluation (clogged nozzle).